Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-00334 and 3005099803-2012-00335 address these devices. It was reported to boston scientific corporation that two resolution clips were used on (B)(6), 2012 during a gastroscopy. According to the complainant, during the procedure, the device was passed through the scope and the clip was locked on the tissue. However, upon deployment, the clip failed to release from the delivery catheter. The device was withdrawn from the patient, and then a second resolution clip was used, but the same issue recurred; the clip failed to release from the delivery catheter. The procedure was completed with a third resolution clip. There were no patient complications reported as a result of this event. The patient condition was reported as stable post procedure.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-00334 and 3005099803-2012-00335 address these devices. It was reported to boston scientific corporation that two resolution clips were used on (B)(6), 2012 during a gastroscopy. According to the complainant, during the procedure, the device was passed through the scope and the clip was locked on the tissue. However, upon deployment, the clip failed to release from the delivery catheter. The device was withdrawn from the patient, and then a second resolution clip was used, but the same issue recurred; the clip failed to release from the delivery catheter. The procedure was completed with a third resolution clip. There were no patient complications reported as a result of this event. The patient condition was reported as stable post procedure.

Manufacturer narrative:
A visual examination of the returned device found the clip assembly fully deployed and not returned. The control wire was separated per design. No kinks were noticed in the over sheath. The reported event of clip failed to release was not able to be confirmed. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.